Event description:
Caller alleged discrepant high inratio inr results in comparison to the laboratory inr results. (B)6). The time between testing was within three (3) hrs. Therapeutic range 2.5 - 3.5 for pt. There was no reported adverse pt sequela. There was no add'l info provided.

Manufacturer narrative:
It is indicated that product is not returning for eval. Therefore, investigation of the complaint to determine root cause cannot be completed. Since the product associated with complaint was not returned, retain testing was performed on the reported lot number. Retain strip testing results met both accuracy and precision criteria. No product deficiencies were observed during in-house investigation. Root cause could not be determined from the info provided by the customer. The mfg records for the lot were reviewed. The lot met specifications and non-conformances were documented. Based on the info available, there is no indication of a product deficiency. No corrective action is required at this time.